Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance in wire guide and wire guide lumen separation can occur if the catheter of the sphincterotome becomes damaged (ie, kink or bend). A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use, caution the user, the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome and lead to wire guide and wire guide lumen separation difficulty. Instructions for use states for best results wire guide should be kept wet. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of difficulty with breakthrough channel splitting. The product said to be involved is included in the scope of the corrective action.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. The endoscope was placed in an accurate position and the sphincterotome was used to cannulate the common bile duct (cbd). The wire guide was advanced. The wire guide was fixed inside the wire locking device and the nurse split the lumen of the sphincterotome. Sphincterotomy was performed. The doctor pulled the sphincterotome to perform a short wire exchange. After 2 cm of pulling, the wire guide came back up. Because of this they had to perform cannulation again [because initial wire guide access to the common bile duct was lost]. The technique of manually holding the wire guide in place while it is fixed to wire locking device was used and allowed the pulling to resume with the wire guide staying in place. The procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.